Event description:
On (B)(6) 2020, at approx 7:10 pm, the IV therapist noticed the pt's bipap machine was not working (black screen and would not power on despite being plugged into a red electrical outlet). The bipap machine was replaced and within mins and the pt's oxygen levels increased from the 70's to to the 80's, but he continued to have difficulty breathing. Patient rapidly deteriorated, unexpectedly in the setting of challenges with the functioning of the medical devices (bipap) and ultimately died. See philips june 25 2020 letter: update on field action - philips v60 ventilators may shut down unexpectedly due to a premature component failure (fsn86600049); see philips march 2020 urgent - medical device correction field safety notice; see philips email 8/11/2020 attached with packet. Covid-19 positive. Therapy dates: (B)(6) 2020.